Event description:
Per the clinic, the patient experienced pain, poor sound quality with device use and a sore bump at the coil site after a neck MRI scan on (B)(6) 2024. It was also reported that the patient experienced numbness and tension over the implant site for a couple of months since the implantation. Troubleshooting and reprogramming attempts were made; however, the issue could not be resolved. The device was subsequently explanted on (B)(6) 2025.